Manufacturer narrative:
Submitted: 12/17/2015. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned and evaluated by product analysis on 12/02/2015 with the following findings: device evaluation: on investigation, the keypad was found to be peeling near the ok button. On testing, all keypad buttons were under responsive. The keypad cover was removed for investigation and revealed contamination on the contacts of the keypad buttons. The display screen was noted to be dim and discolored and the battery compartment was cracked to the left of and below the grip pad.

Event description:
The pump was returned for investigation. Investigation revealed button unresponsiveness, dim/discolored display and damaged battery compartment. This report is made based on results of investigation completed on 12/02/2015.